Manufacturer narrative:
A follow up report will be filed once the quality investigation is complete. Awaiting device return.

Event description:
It was reported that prior to a procedure, the bur would not fit the attachment, it fell out. It was also reported that this event did not occur during a surgical procedure and there was no delay or adverse consequences as a result of this event.

Manufacturer narrative:
Corrected data: b5: it was initially reported that the bur fell out of the attachment, upon evaluation of the returned device, the notch at the mount end was incomplete and could not fit into the attachment. This is not a reportable event. H6: the quality investigation is complete.

Event description:
It was reported that prior to a procedure, the bur would not fit the attachment, it fell out. It was also reported that this event did not occur during a surgical procedure and there was no delay or adverse consequences as a result of this event. Update: the returned device had an incomplete notch and could not fit into the attachment.